Event description:
The patient reported on (B)(6) that she has used three faulty cartridges and wants to send them back and have them replaced. She says she is getting air bubbles with the cartridges. The patient is leaving the vial upright on the counter then inserting a needle to expel air then flips the vial over to draw in insulin. This technique is recommended by the IFU. However the patient is not lightly tapping the system and not getting all the air out of the syringe as recommended by the IFU. The filling needle was tightened securely to the cartridge. The insulin is a room temperature. The plunger was cycled as instructed in the IFU. There was no reported patient impact associated with this complaint. This complaint is being reported as it was alleged that there were air bubbles in the cartridge that could not be expelled upon filling.

Manufacturer narrative:
Lot # b201761.the cartridges have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the cartridges passed visual inspection; no damage or defects were observed to the luer lock, o-rings, plunger, or cartridge bodies. A fill test was completed with no air bubbles being formed; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or cartridge bodies.